Event description:
Patient reported right side seroma and "concern with the product." Additionally, healthcare professional reported "dense fibro connective tissue with chronic inflammatory changes consistent with capsule." Device has been explanted and discarded after surgery.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma - late.

Event description:
Patient reported right side seroma an "concern with the product." Patient stated that fluid was sent for diagnostic testing. The device has been explanted.